Manufacturer narrative:
UDI # (B)(4). The device was not returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported issue. Additional information received regarding the original report stated that the fault was not found (or duplicated) by biomedical engineer of the hospital, hence the unit was not returned to the australia service centre. Based on the additional information received from the customer, no failure analysis will be performed given no material will return for evaluation. The complaint will be closed in accordance with the integra lifesciences complaint process. The reported complaint is unconfirmed given the biomedical engineer of the hospital who could not duplicate the initial reported failure.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 00mlxau mlx 300 xenon lightsource w/australian power cor overheated on (B)(6) 2020. There was no delay in surgery. The surgeon ended up using a competitor light source instead. The product was in the theatre but the device didn't come into contact with the patient.